Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with d-di d-dimer gen. 2 on a cobas 8000 c 502 module. The sample initially resulted with a d-dimer value of 16 nguef/ml and this value was reported outside of the laboratory to the doctor. The doctor questioned the value as it did not correspond to the patient's clinical picture. He requested another sample to be collected from the patient and tested. A second sample was collected from the patient and tested for d-dimer, resulting with a value of 800 nguef/ml. The original complained sample was then repeated on (B)(6) 2019, resulting with a d-dimer value of 716 nguef/ml. The d-dimer reagent lot number was 410561. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The repeat d-dimer value of 716 nguef/ml was believed to be correct. The alarm trace showed some alarms that may indicate a sample pipetting issue. The calibration data showed some failed calibrations, which may indicate hardware or maintenance issues. The investigation could not identify a product problem. The cause of the event could not be determined.